Event description:
The affiliate reported that there was a leakage on the transfer line while the 3 way stopcock was closed. As a result, the entire system was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected and the needless port was cracked. The device is not designed to be unscrewed; however this port appears to have been unscrewed. Although it is not possible to determine the exact root cause, it might be likely that the atypical force was used. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. We consider this complaint to be closed.